Manufacturer narrative:
The reported event for ineffective therapy was not confirmed. The returned ipg passed all functional testing at lab bench and onto the autotester. No root cause was identified for the reported event.

Event description:
Additional information received indicates that therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. System diagnostic revealed no anomaly. As such, surgical intervention took place wherein the ipg was explanted and replaced with a competitor¿s ipg to address the issue.